Manufacturer narrative:
Device history record review: manufacturing site: (B)(4) - manufacturing date: june 9, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was broken. There was no delay in the surgery and no adverse outcomes for the patient. This is report 1 of 1 (B)(4).

Manufacturer narrative:
A product investigation was completed: visual inspection has shown that the part is not broken, and has also no cracks; it's just worn from use. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in june 2005. No non-conformance reports were marked in the DHR during production. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that wear and tear from use from often use over the years (as the instrument is over 11 years old), led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.